Manufacturer narrative:
(B)(4). Discarded by hospital.

Event description:
It was reported that, "while tightening the screw at the end of cage insertion process the locking ring on the screw separated and became visible that it was just spinning."

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the screw (1 anchor c diam.4.0mm self drilling 10mm) was not returned for investigation as communicated on (B)(4) 2013. This device is part of the anchor c product brand. The lot number is unknown and no manufacturing record can be reviewed. Furthermore no visual inspection was conducted as the device was not returned. Past investigations concluded that dislodgment of the clip was probably due to incorrect drilling or screw insertion direction due to cantilever forces. Be that as it may the actual device was not returned a similar conclusion cannot be drawn. Conclusion: the reported event of locking ring detaching from 1 anchor c diam.4.0mm self drilling 10mm cage was confirmed by sales representative. The locking ring was reported as coming off during screw insertion; no adverse consequences to the patient were reported. However the device was not returned for evaluation; therefore, a thorough investigation could not be completed. The exact cause of the detachment was not determined and a potential root cause cannot be proposed.

Event description:
It was reported that, "while tightening the screw at the end of cage insertion process the locking ring on the screw separated and became visible that it was just spinning."